Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor therapy. The nurse practitioner mentioned the patient's ins is no longer working. Unknown if normal battery depletion but caller did mention the patient is considering having it replaced but wanted to try a different therapy first. Caller does not have any other additional information. There were no patient complications reported as a result of this event.